Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the steerable guide catheter (sgc) was removed from the anatomy. After removal of sgc, the clip was partially detached from the posterior leaflet. The mr was increased to grade 3-4. Per the physician, partial detachment of clip was due to thin leaflets of the patient. A new sgc was inserted and 2 mitraclips were implanted to stabilize the detached clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the steerable guide catheter(sgc) was removed from the anatomy. After removal of sgc, the clip was partially detached from the posterior leaflet. The mr was increased to grade 3-4. Per the physician, partial detachment of clip was due to thin leaflets of the patient. A new sgc was inserted and 2 mitraclips were implanted to stabilize the detached clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported partial clip movement due to thin leaflets of the patient (patient anatomy). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.